Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced hyperglycemia. The customer's blood glucose level was 600 mg/dl at the time of the incident. The customer¿s current blood glucose was 584 mg/dl. The customer changed the infusion set. They received insulin flow blocked alarm. The customer tried to switch the site. The customer woke up with a blood glucose of 212 mg/dl. The customer had nausea. The insulin pump was in auto mode at the time of the incident. The customer stated that the cannula was bent. The customer stated that the insulin exited and insulin pump alarmed insulin flow blocked. The customer was advised to change entire set, reservoir and insulin and treat per the healthcare professional¿s instructions. The insulin pump will not be returned for analysis.